Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported that the pt experienced hemolysis, slight right ventricle dysfunction, hematuria, and possible pump thrombus. The pt had a CT scan that showed 60% kink to aortic outflow graft near the aortic anastomosis. Pump exchange or re-operation were recommended.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.